Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. The patient was stable following the procedure and no further instances of diaphragmatic stimulation were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.